Event description:
It was reported that while a patient was being monitored on the dpm 6 monitor, the unit shut down. No patient injury was reported.

Manufacturer narrative:
Corrections included replacement of the unit's mpm module.